Event description:
The drive line fell out of the berlin heart chamber. The nurse quickly took the drive line tubing and reconnected it to the berlin heart chamber. Perfusion was notified, berlin heart company was called, and the berlin heart was replaced. The berlin heart change out required intubation because he was not adequately npo [nothing by mouth] for this unplanned but urgent procedure. He was able to be extubated shortly after the procedure and had no permanent or serious harm.